Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion (dso) sensor seal that has a hole in it from the side. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was damaged. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation confirmed the reported problem. Replaced the dso seal. Device passed all testing criteria post repair.